Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect analyzer list 01l86-01, manufacturing site abbott laboratories, (B)(4) to the architect ipth, list 08k25-25, manufacturing site abbott laboratories, (B)(4). Sections d & g have been updated to reflect this information. Report 1415939-2011-00711 has been submitted to address this event.

Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated ipth result of 403.3 for one patient sample. The sample was repeated at another facility (method unknown) and an ipth result of 230.6 was generated. There was no adverse impact to patient management reported.